Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). Additional information provided determined that this device was manufactured by cook inc. With the submission of this follow up report, william cook europe informs that this complaint has been transferred from william cook europe to cook inc and will be handle under manufacturer report # 1820334-2019-00704. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook gunther tulip filter g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress

Event description:
Description of event according to study: patient was consented in preserve and had the günther-tulip¿ vena cava filter system successfully placed on (B)(6) 2016. Patient presented with dizziness, lightheadedness, aki and generalized weakness on (B)(6) 2016. After the admission, the patient was initially treated as presumed dehydration, volume "depletion secondary to decreased p.o. Intake. She was given IV rehydration and potassium repletion. Her mental status and energy level recovered to her baseline and repeated blood work showed a normalized kidney function from creatinine 2.24 on admission to 0.8 on day of discharge. The patient also has positive urine analysis on admission; however, she denies any symptoms of dysuria or urinary frequency. She also has no leukocytosis or systemic symptoms of infection, such as fever or rigors. During the admission, the patient was also noted to have swelling of the bilateral lower extremities, left more than the right, and it was noticed that the patient has a history of right lower extremity dvt status post ivc filter. Venous duplex ultrasound was done and it was noticed that it is new, acute, occlusive thrombosis on her left lower extremity. The patient's oncologist recommended lovenox for the treatment of the dvt. However, given that the patient has end-stage lung cancer with multiple metastases, especially in the brain, the patient has a really high risk of intracranial bleeding, and she opted out for anticoagulation. Dvt - exacerbation of pre-existing condition was considered possibly related to the device. Patient outcome: since her symptoms of dehydration, hypotension, aki resolved, the patient was discharged to skilled nursing facility on (B)(6) 2016 for further management and will be bridged to hospice.